Event description:
Tubing ruptured during an injection of x-ray dye for CT study with a power injector. Contrast and blood were reported to have spilled. Further follow up revealed that there was no injury or medical intervention required as a result of reported condition. In additional, contact denied any exposure of blood to mucous membranes.